Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 550 mg/dl. The customer stated that she was dehydrated. Troubleshooting was performed. Reviewed programming in the insulin pump and found that the bolus history did not match to the daily totals. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.